Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedance on one lead. As a result, the patient may undergo surgical intervention to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: t00005426.